Manufacturer narrative:
Clinical assessment of the reported event was unable to be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made; however, patient authorization was required for medical records and per the hospital no images were available. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- name has been updated h6: result code ¿ remove 3233.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm (aaa). Reportedly, the system deployed as expected. Angiogram was performed upon gate cannulation and showed no appreciated endoleak. At case completion, final angiogram was performed, and a small endoleak was observed. At approximately 26 minutes post polymer introduction, the graft was ballooned with a non-endologix (reliant) balloon twice. The endoleak was still present. It could not be determined if the leak was a type I or a type ii. The surgeon will reevaluate the patient at first CT exam.